Event description:
Consumer complaint of about blood result reading "lo". Assisted the customer with a blood test, 87mg/dl. I reviewed the last 5 blood results in the meter memory: "lo", (B)(6), 6:55am; 104mg/dl, (B)(6), 3:42pm; 89mg/dl, (B)(6), 7:28am; 75mg/dl, (B)(6), 8:11am; 94mg/dl, (B)(6), 8:30am. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/14/2014).